Manufacturer narrative:
The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 08/28/2017 with the following findings: review of the black box data revealed call service 60 alarms. On investigation, the pump powered on normally with functioning audio tone and vibration; however, the display screen remained blank. After a few moments, the display screen became illuminated and displayed ¿call service sleep error.¿ the remainder of the investigation was not able to be completed due to the sleep error, which could not be cleared from the pump. Investigation duplicated the complaint. On examination, the battery compartment was noted to be cracked. There was visible moisture corrosion inside the battery compartment. Leak testing indicated moisture ingress at the site of the battery compartment crack. The pump was opened for further investigation and revealed moisture damage on the printed circuit board. Investigation determined the recurring alarm was the result of moisture damage.